Event description:
Customer reported a disconnection at the male end of the smartsite valve. "It was noted that tubing below the smart site was leaking smoke...checked smart site and noted that it was tightly put on. Connections were not loose." There was no patient harm or medical intervention reported. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file #: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.